Manufacturer narrative:
B4:(B)(6)2021 the device was not in clinical use at the time the deficiency was discovered. There was no patient or user harm reported. There was no delay to patient therapy reported. It was reported that a ventilator experienced a proximal pressure sensor autozero failure during the extended self-test (est) prior to use. The device was evaluated by a philips international field service engineer (fse) who confirmed the reported problem. The pressure sensor was checked in service mode and zeroing the proximal pressure sensor was not possible as the value remained 2.4 cm h20. The fse replaced the data acquisition board and solenoid valves. The device was reported to have been fixed. The device has returned to service. No other anomalies were reported.

Manufacturer narrative:
B4:(B)(6)2021 the device was not in clinical use at the time the deficiency was discovered. There was no patient or user harm reported. There was no delay to patient therapy reported.

Event description:
It was reported that a ventilator experienced a proximal pressure sensor error. Patient involvement is currently unknown.